Event description:
Pt's meter would not power on. Pt did not experience any symptoms. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent pt a new meter. When the meter does not turn on, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.